Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and observed a stable, gradual rise over the past year. No adverse patient effects were reported. This rv lead remains in service.